Event description:
It was reported that the pump's battery was depleting too quickly, causing it to shut down. There was no adverse impact on the customer's blood glucose level. The customer was educated on the implications of the shutdown and was able to resume insulin. Technical support confirmed the battery depletion issue through the pump's history and decided to replace the pump. The customer was informed about the replacement and provided with a backup therapy to ensure continuous insulin delivery.